Event description:
It was reported that the device was initially implanted on (B) (6) 2010. The pt was brought back to the operating room due to occlusion on (B) (6) 2010. The clot was reported to be primarily in the native vessel, with a very small amount in the graft. While making an incision with a #11 blade for clot removal, the device allegedly split. The graft then began to split from both ends. It was reported that the pt is recovering fine after replacing the graft with the same size and type of device with a different lot number. The lot number of the second implant has not been reported to us.

Manufacturer narrative:
Two portions of a device were received, packed in a biohazard bag, inside of a plastic container. The sections were not stored in a preservative. The sample was visually inspected and photographed. The device was blood stained along its entire length. One of the two sections measured approx 29 cm in length. The other measured approx 4 cm in length. There was an obvious split observed along both sides of the shorter section. A taper point type of hole was also noticed about 1 mm above one of the splits. Based upon the medical opinion of our medical director, the reported event appears to be procedure related, as the device was intact and functioning very well when implanted. The incision at the moment of the second intervention created a path of less resistance on the eptfe graft that continued to tear under pressure. Note: items marked ni are unattainable at this time. Should such info become available, it will be reported in a f/u report. The device history records (DHR) were reviewed as required. All mfg and quality assurance testing was carried out in accordance with applicable quality procedures. The production batch record for this product shows that it was released in accordance with all governing quality assurance/quality control procedures prior to distribution. There are no other complaints against the batch. (B) (4).